Manufacturer narrative:
Clinician reply 03-11-2026: downgrading of coding is appropriate based upon review by (B)(4): since (B)(4) were reported for separate events involving the same array clamps, the additional event information, shared on (B)(4) via the follow-up response (re: third velys product complaint follow-up (B)(4)), also pertains to (B)(4). Per the aei, there were two array clamp assemblies (not three) and the arrays had come loose from the array clamps. Therefore, the following actions need to be taken: 1. (B)(4) needs to be updated to a velys array set knee (p/n 451570011, lot unk). 2. (B)(4) needs to be updated with both lot numbers pc5939720 and pc5954777 in the unrecognized field. 3. The array set and array clamp ips must be coded with device interaction (2+ devices): unintended/unexpected disengagement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during set-up for a total knee arthroplasty (tka) surgical procedure it was observed that 3x robotic assisted array clamp devices were coming loose on their own. There were no adverse consequences to the patient. No additional information could be provided. This is report 3 of 3 for (B)(4).